Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s device exhibited post-paced t-wave oversensing that caused fifty-two percent biventricular pacing noted during a follow-up clinic check. Programming changes were made. Patient was stable and will continue to be monitored.